Manufacturer narrative:
Upon receipt, this polarmap catheter was thoroughly analyzed in our quality assurance laboratory. Visual inspection revealed that the catheter shaft was kinked and fractured. Laboratory analysis was able to confirm the reported clinical observations.

Event description:
Reportable based on analysis performed on 20dec2022. It was reported that during a pulmonary vein isolation de novo procedure, it was noted that the polarmap catheter was kinked. The catheter was replaced, and the procedure was successfully completed without any patient complications. However, product analysis revealed that the shaft was kinked and fractured.